Manufacturer narrative:
A device evaluation confirmed the customer allegation. The bending angle was insufficient due to the elongation of the angle wire. Water tightness was not maintained due to perforation of the forceps channel due to external factors. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The flexible tube of the insertion section was crushed and wrinkles were noted in the insertion tube. The adhesive of the bending section rubber was missing. Liquid leakage to the scope connector was noted. The videoscope image appeared to be cloudy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the evis lucera elite gastrointestinal videoscope exhibited reduced angulation in the down direction. The device was returned and an evaluation revealed foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. However, the nozzle was not cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.